Event description:
It was reported that this patient has a dual chamber implantable pulse generator and was using a neuro stimulator. Device interrogation identified an alert for noise detected and minute ventilation (mv) suspended. No electrogram changes were noted and the patient reported no symptoms due to mv being disabled. A boston scientific technical services consultant confirmed mv was intermittently suspended due to electromagnetic interference (emi) while the neuro stimulator was being adjusted by the company representative. Following the adjustments, mv was reactivated. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.